Event description:
It was reported that the insulin pu,p had an intermittently unresponsive keypad. The blood glucose reading was unknown. The customer reported that the issue was mainly regarding the act button. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis had been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a missing end cap sticker, a broken belt clip slot, a scratched reservoir tube window and cracked battery tube threads.